Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event while using the ilet system with dexcom g7 and inset 6 mm/23 in, with cgm showing low values and a fingerstick of 77 mg/dl, and contacted support sounding impaired before ending the call to seek assistance from a family member. Symptoms included shakiness, sweating, nausea, vomiting, and diarrhea. Outcomes included self-treatment with oral glucose sources including grape juice, glucose tablets, and a soft drink, with glucose returning to range after approximately two hours, and no hospitalization. Investigation included review of reported cgm trends and user history around the event, and user education on meal announcement and correction bolus dynamics. Investigation of this case revealed that elevated glucose after dinner prompted correction dosing prior to sleep, followed by subsequent hypoglycemia, consistent with treatment-related low glucose without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with therapy- and behavior-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.